Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the netherlands. The patient reported that the infusion set became loose due to the tape not adhering after ice skating for miles on (B)(6) 2026. No further information available.